Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator due to high battery impedance was recorded on 15jul2017, prior to explant. (B)(4) version 3 was installed.

Event description:
It was reported that during use, the implantable pulse generator (ipg) reached premature battery depletion/recommended replacement time (rrt) due to a high battery impedance. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.